Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the caller was also unable to exit the calibration screen and after the programmer was turned back on the calibration screen appeared again. The programmer was returned for service.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus/display were unable to be calibrated. It was indicated that the display flex cable was out of specification. It was also indicated that the programmer case was broken in multiple areas. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen would not calibrate; a message displayed that the impedance was too high. Troubleshooting steps included turning the programmer off and back on; however the issue recurred. When a different pen was used with the programmer, the issue did not resolve. The programmer is expected to be returned for repair. There was no patient involvement.